Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported presenting to the hospital after observing a glucose reading of 53 mg/dl on the dexcom app while a blood glucose measurement obtained using a glucometer reportedly measured 103 mg/dl. The patient reported suddenly collapsing and experiencing dizziness. The patient stated that a blood glucose level of 103 mg/dl was higher than his typical glucose range, which he reported was generally between 85¿86 mg/dl. During the hospital visit, the patient reported receiving treatment with intravenous fluids. The patient was held for observation and was discharged on the same day. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the b zone of the parkes error grid. No additional event or patient information is available.